Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Please see medwatch report # 3004209178-2014-86941.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
It was reported that the insulin pump alarmed no delivery during manual prime. The blood glucose reading was 264 mg/dl. The customer tried to treat with the insulin pump but stated that he had the numbers going down and nothing was coming out. Upon troubleshooting and reinserting the reservoir, it was found that the device alarmed no delivery. Advised discontinuation of the insulin pump. Nothing further reported.